Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed was giving a 202 error because of a load cell failure. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.